Manufacturer narrative:
Sales rep and surgeon were contacted for further information. No product lot number or specific product information has been received. The device is not available for investigation as the adverse event occurred about one year ago. Without further information, it is not possible to narrow down root cause of the issue. Based upon the details as presented, it is unknown whether the adverse event occurred as a result of patient medical history, surgical technique, or device malfunction. Although there are known risks associated with the use of caldera medical's mesh products, these risks are noted in the warnings/adverse reaction section of each product's instructions for use (IFU). When used as intended and per the product IFU, the benefit to the patient for the intended use outweighs these risks. Several attempts have been made for clarification and information however no further information has been received.

Event description:
Sales representative reports that surgeon experienced a case nearly a year ago where a patient was implanted with vertessa lite product and also had a total hysterectomy. Surgeon reports that the patient never fully healed and explanted the vl product from the patient recently. No lot numbers or specific product information is available. Sales rep and surgeon were contacted for further information. Several attempts have been made for clarification and information however no further information has been received. Device was not returned for investigation. The device is not available for investigation as the adverse event occurred about one year ago. Without further information, it is not possible to narrow down root cause of the issue. Based upon the details as presented, it is unknown whether the adverse event occurred as a result of patient medical history, surgical technique, or device malfunction.